Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was sent back and received.

Manufacturer narrative:
Product analysis #233349122:analysis information -- (B)(4) 2018 09:46:07 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawl was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.36, 0.37, 0.34 lbs; withdrawal=0.41, 0.39, 0.40 lbs.} {} product ID : neu_wrench_acc product type accessory if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The manufacturing representative reported that they were unable to place lead all the way in battery. They tried and when tested, it we got impedances in all electrode combinations. They replaced (B)(4) with (B)(4) and lead inserted properly and tested fine. No patient issues battery was not used and was replaced by other battery. There were no complications or that no further complications were reported.